Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause was not determined. The patient's infection was resolved with the new implant. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient¿s cervical implant was removed due to infection. The indication for use was non-malignant pain. No device issues reported.